Event description:
The user facility reported via medwatch # (B)(4) that, "uretero1, disposable flexible ureteroscope image gets cut off, intermittently lost and keeps cutting out or flickering. Or team found a crack at the base of the scope at the end of the procedure. The sales representative for the product was contacted and the plan will be to return the scope for inspection."

Manufacturer narrative:
The initial MDR for this event was incorrectly filed under 300776287-2025-00007. Steris is submitting this MDR under the correct product registration information and should be noted the initial MDR filed under 300776287-2025-00007 was submitted within the 30-day reporting criteria requirement. The uretero1 reverse deflection disposable ureteroscope subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The uretero1 reverse deflection disposable ureteroscope subject of the reported event was returned for evaluation. Evaluation results found damage to the device and exposed wiring. The wire shaft also appeared to be bent exposing wires underneath. The source of the observed damage could not be determined. The device history record was reviewed and confirmed the device was manufactured to specification; no abnormalities were noted. No additional issues have been reported.